Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a 58mm in length and 2.25mm in diameter; moderately tortuous and calcifying left anterior descending artery. A 2.25x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and found that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported. A 2.25x28mm promus element,mr,ous stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most proximal stent strut rows were damaged and misaligned. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.